Manufacturer narrative:
(B)(4). The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion in the left main (lm) artery with 75% stenosis, no calcification and no tortuosity. The 5.0x15mm xience skypoint stent delivery system (sds) met resistance and failed to cross due to device interaction with the guide wire. After removal, an attempt was made and failed to cross the lesion again. There was resistance during removal with the guide wire. All devices were removed as a single unit. There were no other device issues such as shaft separation and stent dislodgement. A non-abbott device was used to complete the procedure. There was no adverse patient effect. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. It was reported that xience skypoint stent delivery system (sds) met resistance and failed to cross due to device interaction with the guide wire. After removal, an attempt was made and failed to cross the lesion again. It should be noted that the xience skypoint, everolimus eluting coronary stent system, electronic instructions for use states: an unexpanded stent may be retracted into the guiding catheter one time only. An unexpanded stent should not be reintroduced into the artery once it has been pulled back into the guiding catheter. Subsequent movement in and out through the distal end of the guiding catheter should not be performed, as the stent may be damaged or dislodge during retraction back into the guiding catheter. It is unknown if the IFU deviation directly caused or contributed to the reported event. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely a coagulation of blood/contrast on the guide wire resulted in the reported difficult to advance and the reported difficult to remove. There is no indication of a product quality issue with respect to manufacture, design, or labeling.